Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hair was found within the sterile packaging of a 420cc mentor smooth round high profile saline breast prosthesis that was going to be used in a breast surgery. No adverse event was experienced by the patient and no patient consequences or procedural delays were reported.

Manufacturer narrative:
On june 16, 2022, the evaluation for the device was completed. Device evaluation summary: the device was received without thermoform and the visual analysis of the returned sample revealed that no hair was observed on the sm hps dv 420cc breast implant. The event described could not be confirmed as the breast implant was returned without detectable hair. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the type of reportable event in section h1 was a serious injury when it should have been malfunction. The type of reportable event has been amended to malfunction in this report. Manufacturer¿s reference number: (B)(4) on (B)(6) 2022, mentor became aware that the type of reportable event in section h1 was a serious injury when it should have been malfunction. The type of reportable event has been amended to malfunction in this report.